Event description:
Following an uneventful percutaneous transluminal coronary angioplasty (ptca), an angio-seal device was deployed without performing a pre-placement angiogram. The pt had good pulses prior to the procedure; however, during the procedure, a minimal hematoma formed. Subsequently an acute limb ischemia developed. The common femoral bifurcation was exposed, the end of the suture of the angio-seal device was followed to the puncture site, and the artery was opened, revealing a vessel occlusion. The initial puncture had dissected upwards within the media for approximately 2 cm before entering the lumen. Deployment and pulling back on the device had clearly pulled a cylinder of intima downward in a concertina-like fashion, which had occluded the artery. A local endarterectomy was performed and the device was removed. Pulses were restorerd and the pt was detained in the hosp for 24 hours. The operating physician commented that this was an initial puncture problem, resulting in an intimal dissection in the region of the original puncture site, rather than a device issue.